Event description:
The gas sample port was broken off the filtered hme.

Manufacturer narrative:
It was reported that the gas sample port was broken off the filtered hme. There was no patient involvement. The issue was discovered during a room set-up. The broken product was replaced with another fhme from the workroom. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.